Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic with episodes of automatic mode switching due to far r oversensing. Programming changes were made. Device remains implanted and patient will be monitored.